Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with an unspecified intraperitoneal (ip) antibiotic (drug name, dose, and frequency not provided) for peritonitis. Two days prior to the receipt of this report, the patient¿s ip antibiotic was discontinued and the patient was switched to an unspecified oral antibiotic (drug name, dose, frequency, and duration not provided) for peritonitis. Also on that date, the patient had their pd catheter removed, pd therapy was discontinued, and the patient was switched to hemodialysis. At the time of this report, the patient remained on oral antibiotic treatment and the patient was recovering. No additional information is available.

Manufacturer narrative:
(B)(4). The date of the event was reported as an unknown date in (B)(6) 2015. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.